Event description:
Info received indicates intermittent functions from the right siderail.

Manufacturer narrative:
The tech found an open wire in the siderail ucm cable and fluid residue on the siderail ucm board. The tech replaced the right siderail ucm board and cable to repair the bed.